Event description:
The customer reported that the patient received a second degree burn at the grounding pad site. The pad had been placed on the front of the patient's left thigh. The customer has indicated no other information is available.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.